Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive inappropriate therapy. Programming changes were made on (B)(6) 2021. There were no patient consequences.